Event description:
Procedure type: unknown. According to the reporter: the customer reports that the metallic "wings" of the sulu dislodged themselves so when the sulu was taken out through the trocar, 3mm of plastic came off and fell inside the patient. The surgeon did not manage to retrieve the piece. The operating time was not extended. There was no blood or tissue loss. There was no reinforcement material used. Patient is male, (B)(6). The 3mm piece which fell into the cavity is reported to be from the trocar. There are no photographs available. The patient is ok to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information via email. The customer informed us that the trocar used was not a covidien device.